Event description:
A malfunction was reported on the pump, with no notable events leading up to it. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support again if the issue reoccurred.